Event description:
It was reported the lead had an apparent fracture. It was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : truei capsure sp implantable pacing lead. It was reported the lead had an apparent fracture. It was capped and replaced. No patient complications have been reported as a result of this event. No conclusion can be drawn; lead(s), fracture of.